Manufacturer narrative:
(B)(4) - undisclosed injuries. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a pelvic floor prolapse procedure on (B)(6) 2009. The pt has experienced undisclosed injuries following the surgery. No add'l info was provided at this time.